Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigations, investigation findings, investigation conclusions), h10, h11. Corrected fields: d1, h6 (medical device - problem code).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The iabp did not alarm for the malfunction. The fse found that the battery's quality is not good , the electrolyte were leaked. The fse replaced the battery. The fse then completed the full calibration and the iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted. The full name of the event site noted in (B)(6).

Event description:
It was reported during the use of cs100 intra-aortic balloon pump (iabp) the user found a pungent and unpleasant odor. The engineer found that the iabp battery electrolyte leaked to produce a pungent odor. No patient injury or harm was reported. However, the odor caused the medical staff to have nausea and headache. Please refer to related mfg report number 2248146-2021-00499 on the involved intra-aortic balloon (iab).